Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient had a cgm reading of 5.1 mmol/l which is low for her as she usually has a reading of 12 mmol/l. The patient lives alone, but because she has epilepsy, her mother watches her via camera. The mother called an ambulance because the patient was unconscious. An hour after the initial low cgm reading, a fingerstick bg was checked by paramedics but the value was not provided; it was only stated that the cgm showed low at that time as well. The patient ate banana bread while the ambulance was there. The cgm rose to 5.7 mmol/l and the bg rose to 7.1 mmol/l; the patient was feeling fine at that time and she was not taken to the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.